Event description:
Clinic notes dated (B)(6) 2012 were received for review and it was found that the patient had missed multiple doses of her medication and was experiencing an increase in seizures over the past weekend. Per the notes, the patient believed that the battery might be dying as she had missed medication before and not had any seizures. The physician stated in the notes that although diagnostics did not show that the device was at end of service, the device was nearly twelve years old and should be replaced regardless. Follow up with the physician found that he believed the increase in seizures to be due to the device being at eos, but he also thought that the patient might be experiencing pseudo seizures. He stated that he had referred the patient to another physician to determine if this is the cause; however, the patient's mother was convinced that the patient had epileptic seizures. As the patient experienced the increase in seizures around the time the battery was dying, the physician stated that he was referring her for battery replacement due to both preclude a serious injury and for patient comfort as he was not yet sure what the cause of her seizures was. He stated that the patient had been almost seizure free for a year before the claim of the low battery. The physician also stated that the patient was no longer feeling stimulation whereas before she had always felt it, which was another factor that gave credence to the battery being depleted. He was unsure of the relationship between the current seizure level to pre-vns seizure baseline level because the patient had been implanted for so long and did not record her seizure history well. He also stated that he was unsure if she had multiple seizure types and if they were all increasing, but he assumed they were. A programming history review was performed which showed no anomalies. Based on the report is unknown if their generator is able to deliver the desired therapy. No diagnostics were provided to confirm this.

Event description:
On (B)(6) 2012 an implant card was received which indicated that the patient's generator was replaced on (B)(6) 2012. The explanted generator has not been returned to date.

Event description:
The patient's explanted device was returned on (B)(6) 2013 and is pending product analysis.

Event description:
Product analysis on the explanted generator was completed and approved on (B)(6) 2013. During the analysis, the device programmed normally and there was no indication from the generator that an end of service condition existed. Proper functionality of the pulse generator and its ability to provide appropriate programmed output currents was verified. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device met electrical specification requirements for output backup capacitors at the time of manufacture. With the exception of the output back-up capacitor requirement (backup caps out of specification, no performance issue/acceptance range changed from time of manufacture), the device performed according to functional specifications of the current automated final test. Analysis of the generator in the product analysis lab concluded that no abnormal performance or any other type of adverse condition was found.